Event description:
New information received indicates that loss of capture and dislodgment due to twiddler's syndrome were noted on both right ventricle (rv) and right atrial (ra) leads. X-ray confirmed the dislodgment of both leads. The patient was stable before, during, after the procedure.

Manufacturer narrative:
The reported event of capture problem was not confirmed. Visual examination found the helix extended and clogged with blood tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient's right ventricle (rv) and right atrial (ra) leads were explanted and replaced with new leads. Further information was requested but not yet received.